Manufacturer narrative:
The service performed a pressure test with pressure switch, without finding any malfunction. The thrust of the pump has been then calibrated, as a precaution, to a minimum (2.4 bar) device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the occlusion pressure was too high ("psi over 48").